Event description:
It was reported that the device was broken. The physician opened the package and found that the 10mmx3.00mm wolverine coronary cutting balloon was broken before it was used. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was folded and did not appear to have been subjected to positive pressure. A microscopic examination of the balloon material identified no issues with the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no kinking along the length of the hypotube. Further examinations noted that there was bunching in the inner/wire lumen. This bunching was located at 2.7cm proximal to the proximal balloon cone. As a result of the bunching in the lumen it was not possible to pass a recommended 0.014inch wire through the inner/wire lumen. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that the device was broken. The physician opened the package and found that the 10mmx3.00mm wolverine coronary cutting balloon was broken before it was used. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.